Event description:
This (B)(4) study indicated that during the index procedure, the last coil (dcs complex fill 4mm x 10cm-636f00410) was repositioned a number of times and there occurred a short revealing of the tail. The event was deemed unrelated to the procedure and probable to the device. Additional information was requested, but to date no further information has been received.

Manufacturer narrative:
The report indicated that the patient was a (B)(6) female patient weighing (B)(6), a height of (B)(6), and a bmi of (B)(6). No relevant medical history was noted. Medications consisted of aspirin and clopidogrel. The location of the aneurysm was in the left internal carotid artery-cavernous segment. The aneurysm was 5.7mm in height, 6mm in length, 7.6 in width, and the neck was 5.1mm. The vessel diameter proximally was 4mm and distally was 2.2mm. Pre procedure medication consisted of aspirin and clopidogrel started 24 hours prior to coiling without any reported issues. Then a total of 5 coils were detached in the aneurysm (B)(6) with complete obliteration of the aneurysm. Post procedure medication consisted of aspirin, clopidogrel, and 500iu of fragmin. The product remains implanted. Additional information will be submitted within 30 days of receipt.